Event description:
Patient's finger was pinched in table trolley system on mr28 during lowering of the scanner bed after completion of scanning. Patient was sitting upright and their fingers were in the gap, and subsequently injured. Left 3rd digit tip was degloved. Patient sent to ed w/wife via ambulance for further evaluation and treatment (amputated part sent with patient in sterile container on ice).